Event description:
Chronic yeast infections, joint swelling hurt to work out, lymph nodes swelling, pain in chest area and muscles, feel implant scrape ribs moving up and down, thinning hair, brown spots on face due to hormones messed up, eyes not clear, lost nipple sensation, got back after explant, severe weight gain. Only had implants for 3 years, too many symptoms. FDA safety report ID # (B)(4).